Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had triggered the elective replacement indicator (eri) with an extended out of range charge time of 21.5 seconds and a battery voltage of 2.69v. At the previous follow up visit 4 months earlier, the charge time was 8.7 seconds with a 2.86 battery voltage. Premature battery depletion was suspected. The device was removed and replaced with a competitor device. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device was not returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.